Event description:
It was reported to boston scientific corporation that the patient was implanted with a vesica sling kit during a procedure on (B)(6), 1997. According to the complainant, within a year of the implant, the patient experienced dyspareunia, pelvic pain and pressure. (Specifics and date/s of onset unknown). The sling was explanted on (B)(6), 2006. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
(B)(6).

Event description:
Additional information received from the complainant on august 12, 2014 noted that the patient experienced erosion, mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, neuropathic and other acute and chronic nerve damage and pain, pudendal nerve damage, pelvic floor damage, chronic pain, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia.